Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm on the homechoice (hc) machine during dwell 3. The cause of the alarm was undetermined. The caregiver (cg) was advised to use manual bags to complete therapy. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).